Event description:
The customer biomedical engineer (biomed) reported needing assistance retrieving patient data from their philips information center ix (pic ix) after a patient incident. The patient expired.

Manufacturer narrative:
A philips remote applications specialist (ras) spoke with the biomed who stated their risk manager was seeking the pic ix and mp30 device logs as a patient was found on the ground, next to their bed, unresponsive. The patient passed away on (B)(6) 2021 and they requested that the logs be reviewed for the period between 01:30pm and 08:00pm for events, actions, product alerts, etc. To determine what happened during this time frame. A philips field service engineer (fse) was dispatched to assist onsite and retrieve the logs. The logs were analyzed by a philips clinical product specialist (cps). The cps noted many red alarms and responses/silences from both the picix and the bedside monitor. The alarm acknowledgements indicate there were no prolonged periods of leads off. At 19:35 it was noted that the device was put in standby. There was no product malfunction. The customer requested assistance with retrieving patient logs following a patient incident.. It was unclear whether the customer was alleging the philips device caused or contributed to the event. The log information was provided to the customer. The log information shows alarming and alarm silencing. No further investigation or action is warranted at this time.

Manufacturer narrative:
A philips remote applications specialist (ras) spoke with the biomed who stated their risk manager is seeking the pic ix and mp30 device logs as a patient was found on the ground, next to their bed, unresponsive. The patient passed away on (B)(6) 2021 and they would like the logs reviewed between 01:30 pm and 08:00 pm for events, actions, product alerts, etc. To determine what happened during this time frame. A philips field service engineer (fse) was dispatched to assist onsite. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer biomedical engineer (biomed) reported needing assistance retrieving patient data from their philips information center ix (pic ix) after a patient death.